Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s healthcare provider (hcp) thinks that there was ¿not enough charge on the battery.¿ the patient reported the pain was unbearable, they were not able to walk, and they ended up in the hospital because of the pain. The patient mentioned they don¿t really feel it unless they push their head back. No further complications were reported.